Event description:
It was reported that during procedure, the fiber snapped at the middle-point of the fiber body. All parts were retrieved. No fragments fell inside the patient. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that during procedure, the fiber snapped at the middle-point of the fiber body. All parts were retrieved. No fragments fell inside the patient. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. A device history record (DHR) review was performed and confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A risk review was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A labeling review was performed on the device instructions for use (IFU). The IFU cited that the fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Based on the analysis results, the reported event could not be confirmed. Therefore, the investigation conclusion code of cause not established has been assigned as the most probable cause of the complaint.